Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -10.50/+4.5/062 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The patient experienced a refractive surprise and the lens remains implanted. The reporter indicated the cause of the event was due to user error (calculation error). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Event: the lens was explanted and exchanged on (B)(6) 2019. At a follow-up visit, the patient's vision had improved and patient was very satisfied. Patient code: 3191 - secondary surgical intervention, lens exchanged. Claim # (B)(4).